Event description:
It was reported that during pre-surgery check, it was discovered that the motor device had "low revolutions per minute (rpms). The device was not used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device was running slower than specifications. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).